Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead had heart wall perforation. The old lead was explanted and a new rv lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.